Manufacturer narrative:
Contour test strip information was not provided for the initial report. Lot 2lc3a05 was returned for evaluation, exp date 11/30/2014, manufacture date 11/01/2012.

Event description:
A (B)(6) customer received a blood glucose reading of hi on the contour link meter, re-tested on the contour usb meter and the reading was 13.9 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. It was asked that the test strips be returned for evaluation. The strip information was not provided but the meter information was given.